Manufacturer narrative:
At this time no conclusions can be made regarding the bard/davol perfix plug (device #2) used to treat the patient. The patient's attorney did allege surgical intervention; however, no details have been provided. No lot number has been provided therefore a review of the manufacturing records is not possible. Should additional information be provided a supplemental emdr will be submitted. This emdr represents the bard/davol perfix plug (device #2). An additional emdr was submitted to represent the bard/davol bard flat mesh (device #1). Not returned.

Event description:
Attorney alleges that the patient underwent surgery with implant of an unspecified bard/davol "bard mesh" (flat mesh) (device #1) and/or an unspecified bard/davol perfix plug (device #2) on (B)(6) 2007 and/or (B)(6) 2015. It is alleged that the patient had subsequent surgical intervention due to the hernia mesh device(s). As reported, the patient is making a claim for an adverse patient outcome against the bard mesh (device #1) and perfix plug (device #2). As reported, the attorney alleges product is defective and that the patient experienced emotional distress.

Event description:
Attorney alleges that the patient underwent surgery with implant of an unspecified bard/davol "bard mesh" (flat mesh) (device #1) and/or an unspecified bard/davol perfix plug (device #2) on 5/30/2007 and/or 9/25/2015. It is alleged that the patient had subsequent surgical intervention due to the hernia mesh device(s). As reported, the patient is making a claim for an adverse patient outcome against the bard mesh (device #1) and perfix plug (device #2). As reported, the attorney alleges product is defective and that the patient experienced emotional distress. Addendum per additional information provided: (B)(6) 2007 - patient was diagnosed with recurrent incarcerated right inguinal hernia thereby underwent open repair with implant of bard flat mesh (device 1). Per operative notes, ¿in the right groin area, the hernia defect with cord structures were noted. The cord structures were separated carefully from the inguinal floor and hernia was reduced. A bard flat mesh (device 1) was placed over the defect and sutured to the pubic tubercle. The external oblique was closed and secured with sutures.¿ (B)(6) 2015 - patient was diagnosed with recurrent incarcerated right inguinal hernia and small bowel obstruction, and abdominal pain thereby underwent laparoscopic repair with implant of perfix plug (device 2). Per operative notes, ¿over the previous scar, external oblique densely scarred was dissected down. The incarcerated hernia was reduced to the level of the defect and bowel within the hernia was reduced intraperitoneally. The sac was haemorrhagic and removed through the hernia defect. A small perfix plug (device 2) was placed through the hernia defect and defect was secured using sutures. The external oblique fascia in right groin was closed and reapproximated using sutures.¿

Manufacturer narrative:
At this time no conclusions can be made regarding the bard/davol perfix plug (device #2) used to treat the patient. The patient's attorney did allege surgical intervention; however, no details have been provided. No lot number has been provided therefore a review of the manufacturing records is not possible. Addendum: this supplemental emdr is submitted to document additional information provided. Root cause is inconclusive, no conclusion can be made as to the extent to which the implant may have caused or contributed to the patient's postoperative course. Note, the manufacturing date (15-mar-2015) is considered to be a best estimate. Updated fields: a2, b4, b5, b7, d3, d4, d.6a, g1, g3, g6, h2, h4, h6, h10. This supplemental emdr represents the bard/davol perfix plug (device 2). An additional supplemental emdr was submitted to represent the bard flat mesh (device 1). Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : not returned.